Event description:
No additional information.

Manufacturer narrative:
Investigation summary: there was an absence of photographic documentation or physical samples submitted for the investigation concerning the reported issue. A thorough review of the history associated with syringe 50ml ll lot 2505127 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples from each lot were analyzed further, and visual inspections indicated that none of the reported defects could be replicated. The plunger moves normally by hand suggesting silicone is correctly distributed. To evaluate plunger movement and performance of the syringe, two test are performed. Break out force and sustaining force test were performed to evaluate the movement of the plunger as well as silicone content quantification for each of the samples. The results obtained are within the specification. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring any complaints related to this device and the reported condition for potential emerging trends.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll plunger movement was difficult. The following information was provided by the initial reporter: it was reported that we have identified an issue with syringe 300865, a 50/60 ml luer-lock syringe for syringe pumps, which is covered by our contract with you for injections and infusions. Our anaesthesia team in the operating theatre has encountered issues when using it, as the pump issues an occlusion warning when administering the induction dose during anaesthesia via tci, and the flow rate rises to as high as 800 ml/hour. This has now occurred on several occasions with at least two different batches: lot no. 2505127, lot no. 2507114. Additional information provided: it was mentioned as several occasions. Could you please provide the date of event? Approx from 11/3 to today. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patient impact has been reported. But extra effort has been needed to secure that the patient get the correct amount of anastesia medication. What pump was being used? B. Braun space plus. Please clarify which date refers to which lot#(s). The problem has occurred on many occasions in several departments in our hospital. First time on 11th of march, I don¿t have any more detailed information about every time it happened.